Manufacturer narrative:
H3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable.  A0709 applies to 70-degree angle suction would not verify and the system still indicated that a 90-degree angled suction was still navigating. A05 applies to instrument looking more bent than usual for a 70-degree angled suction, and it was concluded that the instrument was malfunctioning because of that. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that their 70-degree angle suction would not verify. Troubleshooting found that the tracking details for their wo rking 90-degree angled suction had a max geometry of between 0.3 and 0.4 mm. When the 70-degree angled suction was connected to the electromagnetic (em) interface box, the system still indicated that a 90-degree angled suction was still navigating. Multiple instruments worked without issue for the entirety of the case. The probable cause was identified as the instrument looking more bent than usual for a 70-degree angled suction, and it was concluded that the instrument was malfunctioning because of that. The length of the surgical delay was less than 1 hour (the delay was about 5 minutes). There was no impact on patient outcome.